Event description:
The facility representative reported a pump that failed the battery test during bio-med testing. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and the failed battery test due to a depleted (potentially damaged) battery condition was confirmed. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.